Event description:
It was reported that (1) 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that apparently, the surgeon attempted to use the 355ld 5mm trocar. However the bladed shield would not remain engaged and failing to expose blade for trocar introduction. The 355ld resposable obturator was then used to allow trocar access. The case was completed with no further incident. Upon inspection by the rep the 5mm obturator reset button would not remain set when passed. There was no consequence to pt.